Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31169997l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular complex (pvc) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade that required a pericardiocentesis and surgical intervention (drain placement). The pvc and right ventricle outflow tract (rvot) anterior were ablated. There was no error code in the procedure. At the end of the procedure, the cardiac cavity was checked by echocardiography, and due to pericardial fluid accumulation, drainage was performed. After the drainage was completed, the blood pressure recovered and the patient returned to the ward. The patient complained of a little discomfort, but it was thought to be due to the insertion of a tube after drainage and the patient was returned to the critcal care unit (ccu) for follow-up. Atrial septal puncture was not performed. Tamponade developed after ablation was conducted. No steam pop was identified. Irrigation flow rate was flowing at the normal volume of 8,15. According to the physician, "since the patient¿s breathing was heavy, I had a feeling that the grams went up a little before and after the ablation, when I advanced the catheter to the relevant area, but I immediately pulled it back. I don't know the direct causal relationship, but there may have been an area where the contact force was applied a little too strongly". Pvc ablation was performed but did not disappear completely. No abnormalities observed prior to or during use of the product. Additional information was received. The physician's opinion on the cause of the adverse event was procedure and patient condition related. The direct causal relationship was unknown, but there may have been an area where the contact force was applied a little too strong, because the patient¿s breathing was deep. Patient improved. No error messages observed on biosense webster equipment during the procedure.